Event description:
It was reported that the 9800 system would not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable and foot-switch were replaced and the lemo connector repaired during the service call. The system was tested and found to be working as intended and put back into service.